Manufacturer narrative:
Retainer ring = black. Unit passed displacement test and self-test. Hardware low level failures was present in the pump trace download due to broken trace at u1 pin 1 (vdd) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Format history file analysis confirmed p software error detected due to software error. Unit received with fading serial number label. The unit p-cap / test reservoir locks in place properly. (B)(4).

Event description:
Information received by medtronic indicated the insulin pump alarmed for software error and hardware low level failures. The customer was able to clear the alarms and able to rewind the insulin pump. No harm was reported. The insulin pump will be returned for analysis.